Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of clogged nozzle by a foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material adhering to/clogging the nozzle could not be determined. There was no deviation from IFU in reprocessing steps for the area where the foreign material remained. No physical damage was confirmed on the area where the foreign material remained. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use (IFU): IFU states detection methods in gif/cf/pcf-190 series operation manual: "chapter 3 preparation and inspection"; IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual: "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited clogged nozzle by a foreign material. There were no reports of patient involvement.